Manufacturer narrative:
The device was not returned to resmed for eval. Resmed was provided pictures of the damaged unit. There was no pt injury associated with the event. Based on the info available we are unable to determine the root cause of the failure.

Event description:
The pt reported to the dme that their unit started sparking with smoke then had an external flame.